Manufacturer narrative:
This report is submitted february 20, 2017.

Manufacturer narrative:
This report is submitted on january 19, 2017.

Event description:
Per the clinic, the patient experienced pain with device use subsequently a decision was made to explant the device. The device was explanted on (B)(6) 2016 and the patient was re-implanted with a new device during the same surgery.